Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 3: reason of complaint: it was reported that the valves leaked blood during infusion. No injury reported.

Manufacturer narrative:
Event 3: this report has been identified as b. Braun medical internal report number (B)(4). Three (3) used samples without packaging were returned for evaluation. Visual evaluation of the valves did not show any damage or defects. All three samples were tested for occlusion, leakage, and backflow per specification with passing results. Based on the evaluation results, no root cause could be determined at this time. However, it should be noted that the event summary does state they believe this issue to be related to user error and not a manufacturing defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.